Event description:
As the surgeon was trying to attach the mini open guide during an alif fusion l5 to s1 with synfix lr, the inner spindle snapped off in the implant and remained stuck to it. The entire implant was pulled out and a new implant inserted. Surgery was prolonged 10 to 15 minutes. No adverse effect to the patient was reported. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The threaded shaft of the coupling is fractured with approximately 11.5mm remaining in the implant. The fractured portion which remains in the implant has damaged threads and the remaining shaft is damaged as well. It is protruding out of the implant off-axis. The off-axis orientation of the broken thread shaft indicates that coupling was cross threaded. The cross threading lead to the over tightening of the threaded shaft. The over tightening lead to torsional stresses exceeding the strength of the of the weakest point on the shaft which is 2mm in diameter. The damaged threads are most likely due to the removal of the implant using or instruments.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.